Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (blank screen, speaker hums) has been confirmed. Upon investigation the monitor was not able to power up. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor screen was blank and monitor was making a humming sound.